Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. Troubleshooting was performed and the reported loss of capture (loc) was determined to be due to premature ventricular contractions (pvcs). No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.